Event description:
Patient presented to the physician with sharp pain and swelling at the ipg site. Physician brought the patient into the operating room, and upon surgical exploration, the swelling was found to be consistent with fluid accumulation and subcutaneous hard tissue. Physician excised the tissue, irrigated the ipg pocket with saline, applied antibiotic powder to the area, and closed.